Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to an unspecified atrio-ventricular block. Six days following valve implant, a computed tomography showed under expansion of the valve at the native valve annulus. The patient was stable, but the gradient had increased to 20 mm hg. The physician thought that extreme spikes of calcium in the native annulus prevented proper valve expansion. A progressive post-implant balloon aortic valvuloplasty was performed with non-medtronic balloons at 23 and then 25mm which expanded the valve to an adequate diameter and demonstrated a post procedure mean gradient of 6 mm hg. No additional adverse patient effects were reported.